Event description:
It was reported that the device could not removed from the tibial component during op. The surgeon could remove it with strong force. Just in case, the surgeon used spare product instead of it and the procedure was completed.

Manufacturer narrative:
An event regarding difficulty disassembling a scorpio baseplate from the baseplate impactor instrument was reported. The event was not confirmed method and results: device evaluation and results: functional testing of the returned instrument could not confirm the event. The instrument was successfully assembled and disassembled with a sample baseplate from fg. Medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been previously reported events for the manufacturing lot. Conclusions: the reported event could not be confirmed nor a root cause determined as the returned device was found to be functional.

Event description:
It was reported that the device could not removed from the tibial component during op. The surgeon could remove it with strong force. Just in case, the surgeon used spare product instead of it and the procedure was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.